Event description:
After treatment with zyderm I in the nasolabial folds for a touch-up, the patient presented with redness and itchiness at the treatment sites. The physician treated the patient with an oral medrol dosepak. The syringe used in the procedure was a reused syringe from a previous procedure with the same patient. During a recent follow up, the physician notes that the pruritis is resolved and the redness is diminished. Allergan will continue to follow up with the physician.

Manufacturer narrative:
Device history summary: we have reviewed the device history records for this lot from finished product labeling to the hide batch. All sterility, bioburden, pyrogen (rabbit) and lal testing was performed as required and all tests passed. During review of the device history records, minor deviations were noted. The deviations noted were not significant nor would contribute to a cause for this complaint. Based on the review of the device history records, we find no assignable cause for this complaint.